Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy. The patient received tpn at 21.00 set for 125ml/hr for 12 hours. When day shift rn assessed the pump in the morning, it was noticed that the bag was still full. It was reported that the tubing where the blue clamp sits above the pump was partially clamped off and the drip chamber was not moving. The pump never alarmed to notify of any occlusion. The customer also stated that there was a delay of approximately 3 hours and that there was no patient injury. It was reported that the device was sent to clinical engineering and was tested with all testing receiving passing results and will be put back into service. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.